Event description:
The customer reported a leak in the tubing of an unknown device; the substance that appeared to have leaked was blood. It is unknown when the condition occurred; however, the report was received from the emergency room. No patient injury or medical intervention reported. Sample was discarded.

Manufacturer narrative:
The actual sample had been discarded by the customer; therefore an evaluation will not be performed. Should additional information becomes available a follow up medwatch will be submitted. The product code and lot number are unknown; therefore, a 510k cannot be provided. Lot number is unknown; therefore, a batch review cannot be performed at this time. (B)(4)

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.